Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 56 and 44 mg/dl. The customer¿s expected am fasting blood glucose test result range is <150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 07/31/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 56 mg/dl , date: 7/31 , time: 8:54am fasting. Result 2: 169 mg/dl, date: 7/31, time: 6:30am fasting. Result 3: 84 mg/dl, date: 7/28, time: 8:47am fasting. Result 4: 154 mg/dl, date: 7/26, time: 6:22am fasting . Result 5: 44 mg/dl , date: 7/25 , time: 8:00am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.